Event description:
Procedure: roux-en-y. According to the reporter: after 3 to 4 hours from the procedure, a drain abnormality occurred. This patient fell into a state of shock once. Reoperation was performed immediately. A surgeon performed laparotomy again, and checked if bleeding was occurring or not. He found that an arterial bleeding was occurring from a closure part of insertion port in a y anastomotic site of the jejunum. The bleeding occured at the center of staple line, and it was like blowing. To correct the issue, he performed hand suturing. During the procedure, no abnormal event occurred. No problem was found in setting devices or in using them. Surgery time was not delayed by more than 30 minutes. There was no unanticipated additional tissue resection. No device fragment fell into the patient. There was less than 200cc's of unanticipated bleeding. The last known patient status is that the patient is recovering.

Manufacturer narrative:
(B)(4). Initial report sent to the FDA on: 08/04/2015